Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (surgery to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (no complications)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 2001,(B)(6) 2003,(B)(6) 2008,(B)(6) 2017), termination of pregnancy - elective, c-section (2), nephrectomy, hernia, tooth extraction and paratubal cyst. Concurrent conditions included asthma and drug hypersensitivity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), thyroid disorder ("hormonal changes describe: thyroid problem"), anxiety ("anxiety"), visual impairment ("vision/eye problems") and eye disorder ("vision/eye problems"). The patient was treated with surgery (underwent bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, vulvovaginal pain, abdominal pain lower, visual impairment and eye disorder outcome was unknown and the thyroid disorder and anxiety was resolving. Pregnancy related information: retrospective report. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2017. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2017. The reporter considered abdominal pain, abdominal pain lower, anxiety, eye disorder, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, thyroid disorder, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: she did not experience any complications of your unintended pregnancy or delivery. 11 coils protruding from right tubal ostea, 3 coils protruding from left tubal ostea pregnancy 1: (B)(6) 2001, primary cesarean, birth weight: 8lbs 9.7 oz female pregnancy 2: (B)(6) 2003, repeat cesarean, birth weight: 9.7 oz male pregnancy 3: (B)(6) 2008, repeat cesarean, birth weight: 20z female, no complications pregnancy 4: mar2009, elective terminations of pregnancy (etop) and live birth on (B)(6) -2017 cesarean section, reason: scheduled repeat (tubal sterilization) apgar scores 1/5/10/minutes: 9/9 complications: none quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received : events- "hormonal changes describe: thyroid problem, pregnancy (no complications), device ineffective, anxiety, vision/eye problems, she did not undergo an essure confirmation test", new reporters added. Case medically confirmed. Plaintiff demography added. Concomitant and historical conditions added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (surgery to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.